Manufacturer narrative:
H3, h6: the real intelligence robotic cori drill rob10013, sn(B)(6), used during surgery was returned for evaluation. The cable has a cut on the connector side. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed and the reported scenario was confirmed. During the kpc test the drill got extremely hot around the nosepiece when pressing the footpedal to spin the bur. The random exposure test failed. The drill was disassembled for further investigation. The exposure motor was tested and passed. The motors were removed and the carriage was inspected. The carriage was fill of residue. The bearings were inspected and found to be full of residue. The bearings rotated difficultly and were grinding. The front bearing had started to crack and degrade. The seals were inspected. No abnormalities were found. The bearings were replaced and a kpc test was performed. A test case was performed which could be completed without any failures occurring. The most likely cause for the reported scenario is reside buildup. The reside build up reside from liquid ingress observed may have contributed to the bearing degradation to the reported problem. As no other defects were observed during disassembly of the drill, such as in the seals and gaskets, the liquid ingress may have been a result of improper handling during cleaning and sterilization. There is no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during a real intelligence cori assisted tka surgery, a real intelligence robotic drill does not hold the bur in place but bur action still spins. The procedure was resumed, after a non-significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.